Event description:
Primary [intravenous] tubing lost fluid in the [bubble] chamber before the fluid reached the pt. It is believed to be a result of faulty tubing. [This incident] could have been a major problem if this pt had been in a crisis situation. [This device failure] wasted time and tubing. [There were no visible holes, or any leaking, or split in the tubing. The chamber would not hold fluid during the priming of the tubing. The IV pump was turned off while the IV tubing was being primed. There were no visible cracks in the "spiking" portion of the tubing. The device was discarded so it is no longer available for evaluation. The facility has been using this device for an unspecified period of time. The facility has no biomedical dept to perform additional follow-up. Other tubing from the same manufacturer lot has been checked for signs of poor production or assembly. It is believed that user error was not a factor in the incident. In general, staff who use the device feel positively about it. The manufacturer has not been contacted regarding the incident. There was no adverse outcome for the pt.